Event description:
It was reported the index procedure was performed on (B)(6) 2025. The 2.50x38mm esprit btk scaffold was implanted in the anterior tibial artery without issue. The patient returned on (B)(6) 2025 with leg pain and it was noted the scaffold was occluded. Balloon inflations were performed as treatment with good results. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use (IFU) as a known patient effect of coronary scaffolding procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.